Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this lead showed high pacing thresholds and decreased sensing. On fluoroscopy, the lead was observed to be dislodged. When the physician tried to reposition the helix it would not extend. A new lead was implanted. At this moment, the lead is no expected to be returned. No additional adverse patient effects were reported.